Manufacturer narrative:
The field service engineer (fse) was at the customer site on 01/06/2016. The fse observed that the strip reader module (srm) had burned out srm red lights. He replaced the srm to resolve the reported problem. The repairs were verified per established procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca control false negative failures for bilirubin on the ichem velocity automated urine chemistry system. There were no erroneous results generated or reported out of the lab.